Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet screen was cracked and unresponsive, leaving the device unusable. The user stated their younger sibling may have damaged the device while they was in the shower. The user¿s caregiver joined the call to provide consent. The agent confirmed the user had backup therapy available and advised disconnecting and avoiding contact with the broken screen to prevent injury. Follow-up calls on (B)(6) 2025 and on (B)(6) 2025 revealed that the previous replacement ilet had not been received due to an incorrect address digit. The user's caregiver agreed to check with a neighbor for possible delivery. No blood glucose impact or injury reported.